Event description:
On 09/16/2008, the patient reported experiencing elevated blood glucose (350-400 mg/dl) over the past 6 weeks and he believes it is due to the infusion set needle pulling out of his skin. He stated that when his blood glucose becomes elevated, he is irritable and he lowers his readings by bolusing through the infusion device. He stated that when his blood glucose began to elevate, he was taking prednisone. He stated that he is in a pool twice per week for 1.5 hours. Today, his infusion site pulled out and he immediately inserted a new site and his blood glucose lowered to 118 mg/dl. The patient does use tegaderm dressings and also uses the "sandwich" technique. Through discussion, it was found that the patient was not correctly using the "sandwich" technique. He stated that when he applies the top layer of tegaderm over the infusion site the dressing does not seal over the adhesive and "it has a tenting effect" which allows water to get between the layers. He was educated on the proper technique. He was sent sample infusion sets and information on infusion site management. Upon follow up on 09/22/2008, the patient reported that he is using the proper "sandwich" technique and the infusion sites have remained in place and his blood glucose has "improved significantly." The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.